Event description:
The customer received questionable total protein urine/csf gen.3 (tpuc3) and glucose hk (glucose) results for one patient sample. The patient sample type for both assays was cerebral spinal fluid and all results are in mg/dl. The original glucose result was 0 (accompanied by a data flag). The original tpuc3 result was 1.5 (accompanied by a data flag). These results were reported outside the laboratory. The sample was repeated and generated a glucose result of 0 (accompanied by a data flag) and a tpuc3 result of 0.7 (with increased sample volume and accompanied by a data flag). The sample was repeated (B)(6) 2011 on another cobas 6000 c501 analyzer (serial number (B)(4)) and generated a glucose result of 54 and a tpuc3 result of 53.1 (accompanied by a data flag). The sample was repeated (B)(6) 2011 on the other cobas 6000 c501 analyzer (serial number (B)(4)) and generated a glucose result of 55 and a tpuc3 result of 52.6 (accompanied by a data flag). The sample was repeated (B)(6) 2011 on the original analyzer and generated a glucose result of 53 and a tpuc3 result of 52.8 (accompanied by a data flag). The sample was repeated (B)(6) 2011 on the original analyzer and generated a glucose result of 55 and a tpuc3 result of 52.3 (accompanied by a data flag). The customer sent corrected results for both assays. The corrected results were glucose 54 mg/dl and tpuc3 53 mg/dl. The customer believed these results were accurate. No action or inaction was taken based on the original reported results. The patient was not adversely affected by the event. The glucose reagent lot number was 62593201. The tpuc3 reagent lot number was 63173201. The field service representative did not find a cause. He performed a precision study using both assays. The customer ran calibration and quality control which were within specification.